Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that approximately 6.5 months after the implant of this transcatheter bioprosthetic heart valve the patient was hospitalized for syncope in connection with a high grade heart block that was possibly related to this device or its implant procedure. A permanent pacemaker was implanted four days later. It also was reported that the patient had been diagnosed with an acute left bundle branch block (lbbb) related to device implant that did not require treatment or intervention at the time. The lbbb remained present at the patient¿s six-month follow-up. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.